Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex entrust stent to treat a severely calcified 125mm cto (chronic total occlusion-100%) in the mid sfa. The vessel was moderately tortuous and a 5mm diameter. The procedure used a 5 fr non-medtronic sheath and a non-medtronic 0.014" guidewire. The device was prepped as per the IFU with no issues identified. The lesion was not pre-dilated. Resistance was encountered during the advancement of the device and force was applied. The device did not pass through a previously deployed stent. The lock pin was checked for securement prior to the procedure. The lock pin was removed however the stent was unable to deploy. A second everflex entrust stent was used, again the physician experienced difficulty advancing the device. Excessive force may have been used. The stent eventually deployed but was stretched. No patient injury was reported.